Event description:
Pt seen for monthly pac flush. Pt reported "stinging" when about 5cc ns had been injected. Repositioned needle and resumed flush, edema noted over site. Physician office notified and pt was instructed to make appt. Follow-up phone call topt at end of june revealed that pt had port removed. Per pt "I was told by my doctor that the port was in pieces".